Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was unable to upload to carelink. Found unexpected restart alarms and external ram error alarms. Customer's blood glucose was 19 mmol/l. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No a21 or a17 alarms noted. The insulin pump functioned properly and was uploaded to carelink properly however, several a47 alarms noted in the alarm history screen due to corrupted history file. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.